Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The tip was normal and there was no sign of damage or defect. This lead met specification.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and could not be repositioned using the wire only. This lead was explanted and gained new access with a new lead. No additional adverse patient effects were reported.